Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken off reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states a piece of the reservoir is missing and it has been hard to make it stay in place. The customer has been on manual injections due to the damage to the pump. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states the damage occurred when the pump hit the floor. The customer was advised the pump would have to be replaced and returned for analysis.